Event description:
It was reported that the user experienced a high blood glucose with a highest cgm value of 390 mg/dl, confirmed by glucometer at 347 mg/dl, after not announcing a heavy carbohydrate meal while using an ilet system with an inset infusion set on the abdomen and a dexcom g7 cgm. Symptoms included hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided, as well as guidance to perform a full supply change; no bent cannula or leaks were identified. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface implicated due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.